Event description:
Double lumen central line placed via superior vena cava. It was subsequently learned that the tip was riding up into the jugular vein. It was repositioned after an embolization under fluoroscopy so that the tip would point downward into the superior vena cava. Placement was checked under fluoroscopy as well as road map imaging. The 16 centimeter catheter was then sutured up to the hub. It is noted that the pt was markedly obese at a height of five feet two and weight of 208 pounds. Pt rec'd blood transfusion through the proximal port of the central line during surgery for a left parietal meningioma. Swelling noted in neck and increased icp. Surgery was aborted. Dye via central line showed proximal port out of vessel and distal port indwelling. The catheter was still sutured in place and no defect in line noted. Pt expired 19 days later with multiple complications due to brain injury, infection, and coagulopathy. It is opined that the catheter migrated during pt movement and secondary movement of pt's fat tissue at the site of the catheter placement. Therefore, it is believed the obesity of the pt allowed for greater movement and migration of the catheter. It is further believed that the catheter continued to migrate as swelling in the area further pulled the catheter back from the superior vena cava such that the proximal port was no longer indwelling.